Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, vasovagal symptoms may include dizziness, lightheadedness, nausea, flushing, sweating, or fainting during or immediately after the treatment. Vasovagal response is the body's response to triggers that over-stimulate the vagus nerve, which in terms causes vasodilation and bradycardia. Typical triggers include pain, trauma, sudden positional change, stress, etc. From our database, vasovagal responses have been reported with both abdomen and flank treatments, as well as 6.0 and 8.0 applicators. It appears to be more related to the individual response. Common practice in the prevention and management of the vasovagal reaction can also be used in taking care of patients who develop vasovagal symptoms during coolsculpting, including removal of source of trauma (stopping treatment), having patient lie down, cool towel, etc. It is advisable that the staff stay in the room during the first 5 ¿ 10 minutes of the treatment until the patient become accustomed to the treatment and is stable. It is known that vasovagal responses are transient and resolve spontaneously within several minutes. According to the coolsculpting user manual, under rare adverse events, cold panniculitis results from injury to adipose tissue exposed to cold and may result in a mild to severe inflammatory response. In mild cases, the symptoms are self-resolving and may include redness, swelling, skin nodules, warmth, tenderness, and possible low-grade fever. These cases typically resolve without long-term sequelae. In more severe cases, an intense inflammatory response may result in more extensive tissue damage, including fat necrosis, which may require medical or surgical intervention. Based on previous reports received, panniculitis typically resolve from 2 weeks to 2 months. However, the rate and pattern of recovery may still vary from patient to patient.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bra roll (back) on (B)(6) 2023 and to the lower abdomen on (B)(6) 2023 using the cooladvantage coolcore system applicators, who may have developed paradoxical hyperplasia (ph) after treatment. An MRI diagnosed possible fat necrosis in the right abdominal wall.